Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a reader position issue with no telemetry when attempting to use the mycarelink remote monitor with an implantable pulse generator (ipg). It was also reported that telemetry could not be performed, as the green bar stopped at a quarter and did not continue or display an error message. Technical services performed and exhausted troubleshooting steps. The patient was referred to the clinic. The ipg remains in use. No patient complications have been reported as a result of this event.